Manufacturer narrative:
A device history record (DHR) review was conducted. No anomaly was found during the DHR review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. No sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All probes are 100% visually inspected during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported observing metal particles in the eye during a vitreoretinal procedure. The particles were removed during the procedure. The patient developed fibrin and corneal edema. Corticosteroids were administered and after 2-3 days the symptoms resolved. Additional information and product sample have been requested.